Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found.

Event description:
It was reported that there was premature battery depletion and that the device was approaching it's elective replacement indication. It was also reported that there was high impedance on a lead that may have been caused by a connector header issue. The device and lead were replaced. No patient complications were reported as a result of this event.